Event description:
During the procedure, the slalom balloon ruptured at 10 atms. The target lesion was located in a dialysis shunt. The lesion was heavily calcified with unknown stenosis percentage. The reference vessel was non-tortuous. The slalom balloon catheter was delivered over the guidewire for dilation. During the second inflation at 10atms, the balloon ruptured. The slalom balloon was removed from the patient and an unknown product was used to successfully complete the procedure. There was no patient injury or adverse events. The patient was in stable condition. There were no kinks or other damage noted with the product prior to use. The device prepped normally. The balloon inflated properly and re-wrapped properly. The balloon was removed intact from the patient.

Manufacturer narrative:
A preliminary product analysis is completed; however, final approval for the analysis is pending. Evaluation codes to be completed once the analysis receives final approval. Additional information will be submitted within 30 days from receipt. The balloon presented evidence of an axial burst. No other anomaly was noted with the device and there was no evidence of internal or external surface material damage. A review of the manufacturing records associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of the balloon burst could not be conclusively determined. The product analysis or the manufacturing records review suggested that the failure could be related to the manufacturing process.